Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was treating a non-tortuous, non-calcified, 80% stenosed, de novo lesion in the proximal left anterior descending coronary artery. After pre-dilatation, the 2.75x38mm xience prime stent was deployed in the lesion. After post-dilatation was performed, a distal edge dissection was noted. The dissection was treated successfully with a 2.5x18mm xience prime stent. No additional information was provided.